Manufacturer narrative:
Mfg site eval: samples received: 1 opened cassette. There are no previous complaints of this code batch. There are no units in OEM stock. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on cassette label. Opening's date is not written in the cassette received, so we can not carry out any analysis in order to take a decision. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Knot pull tensile strength before releasing the product fulfilled the requirements of the OEM. Remarks: on the cassette label you have the next indication: once the cassette is open, the date of cassette's opening should be written on the label. The cassette pack received do not have any date written. Once opened, the content of the cassette should be used within 4 months and prior to expiration date. Corrective/preventive action: not applicable.

Event description:
Country of complaint: (B)(4). Thread breaks easily during surgery. Lot number can not be read on label as it was torn during opening, lot number reported is 114195.